Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The malfunction was attributed to water ingress. Our evaluation found extensive internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device will be returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.